Event description:
(B)(4): while servicing a surgical light head in the operating room, it was observed that paint was peeling from the cardanic arm. There was no report of paint falling into the surgical field during a procedure. There was no pt involvement and no adverse consequences reported.

Manufacturer narrative:
Photographic images were provided to the manufacturer for the suspension with the alleged flaking pt however, no actual device was returned to stryker communications for additional evaluation. Through the photographic images, it was confirmed that the paint on the light head was flaking. Evaluation summary - the affected components have not been returned to the manufacturer for further evaluation, however, photographic images have been provided. From an evaluation of the photographs, it would appear that the triggering event may be corrosion forming under the paint layer perhaps due to corrosive cleaning agents or the light head being impacted by other devices resulting in the paint flaking off of the component. In this instance there was no reported pt involvement and no report of any paint flaking off during a surgical procedure. This is not a single use device.